Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that a graftmaster was to be used for a perforated lad caused by another company's des stent. When the package was opened, the stent fell off the shaft into the table. The procedure was completed with a 3.0x19 mm graftmaster which was deployed without difficulty and successfully sealed the perforation; however, pt was sent for emergent CABG as pt experienced open pericardiocentisis. This complication was reported by the physician not to be related to the graftmaster device but due to the declining health of the pt because of the perforation caused by the other company's des stent. No additional event or pt info available.

Manufacturer narrative:
.